Manufacturer narrative:
In response to the customer complaint, biom¿rieux conducted an internal investigation. Product return was not received; the patient strains were not saved for submission and investigation. Submission of the isolate is required in order to confirm a vitek¿ 2 discrepancy compared to the reference method. Vitek¿ 2 ast-p653 lot 8031408103 met final qc release criteria, and passed qc performance testing.

Event description:
Following prior closure and reporting (on (B)(6) 2020) of a patient false positive (resistant) cefoxitin screen (oxsf) result (in (B)(6)), on (B)(6) 2020, biom¿rieux customer service documented an additional false positive oxsf result obtained for a different patient s. Aureus isolate within the established complaint record. The patient isolate was confirmed to be susceptible using the cefoxitin disk diffusion. Testing was performed with vitek¿ 2 ast-p653 test kit, lot 8031408103. Summary of results: ID=staphylococcus aureus. Cefoxitin screen: pos. Oxacillin: 0.5 (s)*, modified to resistant based on the cefoxitin screen result. Cefoxitin (disk diffusion): sensitive. There is no indication or report from the laboratory that the false positive cefoxitin screen result led to any adverse event related to the patient's state of health.